Event description:
It was reported that loss of capture was observed via holter monitor. The patient had episodes of complete heart block and bradycardia which resulted in dizziness. The right ventricular lead was capped and replaced .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.